Event description:
It was reported that during an unspecified coronary treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified left circumflex artery. During predilation of the lesion the 2.5 x 15mm apex balloon catheter ruptured at 14 atmospheres. Angiography was then performed which showed that the calcification was severe. The physician then decided to schedule another time to use rotational atherectomy on the lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the shaft was severely kinked at various locations along its length. An examination of the balloon found a longitudinal tear in the balloon. The tear stretched from the proximal markerband to the distal markerband. A microscopic examination of the markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified coronary treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified left circumflex artery. During predilation of the lesion the 2.5 x 15mm apex balloon catheter ruptured at 14 atmospheres. Angiography was then performed which showed that the calcification was severe. The physician then decided to schedule another time to use rotational atherectomy on the lesion. No patient complications were reported and the patient's status was stable.